Event description:
Ivc filter was inserted by surgeon and failed to deploy, filter migrated to right atrium and then to lll pulmonary artery. Pt returned to operating room the next day for retrieval requiring thoracotomy.